Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted infusion pump containing clonidine (150mcg/ml at 37.6mcg per day), bupivacaine (15mg/ml at 3.76mg per day), and dilaudid (24mg/ml at 6.016mg per day). The indication for use was non-malignant pain. It was reported that multiple motor stalls and recoveries were observed upon interrogation of the pump. Pump replacement was scheduled. It was unknown if the patient recently underwent magnetic resonance imaging (MRI). The time to elective replacement indicator (eri) was noted to be 23 months. No patient symptoms were reported. The patient's medication history included aleve, bupivacaine injection solution, clonidine tablets, dilaudid oral liquid, glipizide, metformin, and voltaren gel. The patient's family medical history included arthritis, cancer, diabetes, hypertension, and mental illness. Review of pump logs indicated that 14 motor stalls and subsequent recoveries occurred between (B)(6) 2016. The time between stall and recovery was less than one hour. No recovery was noted for the final motor stall on (B)(6) 2016.

Manufacturer narrative:
Analysis found that there was a gear train anomaly/corrosion, a gear train anomaly/stall due to shaft-bearing, and a feedthru anomaly/shorting across the insulator. Eval code-result is no longer valid. Eval code-conclusion is no longer valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received for analysis on 2016-nov-02.

Manufacturer narrative:
This supplemental reg report was created to add the recall for the feed thru anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.